Event description:
Information received by medtronic indicated that the infusion set had bent cannula and had blood glucose level was 522. No harm requiring medical intervention was reported. However the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test, displacement accuracy test, occlusion test, or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download and during testing on oct 8, 2021 on 11:47:09 as well as on oct 22, 2021 on 9:37:29 due to broken trace u1 pin6 on keypad assembly. Pump was cut open to perform visual inspection and dried insulin on the motor slide was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, cracked keypad overlay, keypad overlay texture damage and minor scratches on lcd window. In summary unable to confirm, customers alleged high bg is unable to be confirmed. Additionally, a missing retainer ring was noted during visual inspection. Pump did not pass self test due to a pump error 63 caused by a broken trace on u1 pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.